Manufacturer narrative:
(B)(4).

Event description:
The patient's neurostimulator (ins) has been turning which was very painful sitting or laying flat on their bed. Additional information has been requested.